Event description:
It was reported that the patient received an inappropriate shock due to oversensing via a change in the intrinsic morphology and atrial fibrillation. The shock induced an arrhythmia. It took three shocks to convert the arrhythmia. The shock impedance was 114 ohms. It was confirmed that testing was not done during the implant procedure. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental was done as later on, the system was replaced with a transvenous system. This system was programmed off and abandoned. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing via a change in the intrinsic morphology and atrial fibrillation. The shock induced an arrhythmia. It took three shocks to convert the arrhythmia. The shock impedance was 114 ohms. It was confirmed that testing was not done during the implant procedure. There were no additional adverse patient effects. The system remains implanted.